Event description:
It was reported that during a biopsy procedure, when the probe was connected to the system, an error message appeared. There was no pt consequence; one device will be returned for analysis.